Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual dimensional and functional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and a recent increase in complaints related to difficult to insert/load the device, it has been determined that a potential product quality issue exists. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), all steps were followed per the instructions for use (IFU). However, when pulling the barewire and delivery catheter together, the gold marker and distal pair of indicator bands was disconnected. There was difficulty during inserting the filter into the delivery catheter (dc) pod and the delivery catheter separated distally. The device was not used and there was no patient involvement. A new emboshield nav6 was used to complete the procedure without issue. There was no clinically significant delay in the procedure. No additional information was provided.